Event description:
The customer reported to olympus, the evis exera iii video system center had poor image on the monitor. The issue was found during preparation for use of an unspecified procedure that was completed with the same set of equipment. There were no reports of procedural delay. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the video cable was not set up correctly. After the cable was connected to the correct port on the monitor and changing the aspect ratio the issue was resolved. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the problem was caused by connecting the cable to the wrong port. Olympus will continue to monitor field performance for this device.